Event description:
It was reported that a coating issue occurred. The stenosed target lesion was located in the artery in the groin. A 018/180 platinum plus guidewire was advanced. However, when they put the wire through an introducer, the coating of the wire started shredding off. The procedure was completed with another of the same device. There were no patient complications reported and the patient is fine.